Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure, bilateral salpingectomy via laparoscopy were performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals and pelvic pain with essure. The reporter commented: no tubal rupture was reported. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 9.976 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Diagnostic results: on an unspecified date - integrity of tubes sent to histologic pathology analysis. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on(B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), back pain ("backache"), headache ("headaches"), fungal infection ("mycosis"), fatigue ("fatigue") and insomnia ("insomnia"). The patient was treated with surgery (essure removed with bilateral total salpingectomy via laparoscopy). Essure was removed on 25-jan-2018. At the time of the report, the pelvic pain, allergy to metals, back pain, headache, fungal infection, fatigue and insomnia outcome was unknown. The reporter provided no causality assessment for allergy to metals, back pain, fatigue, fungal infection, headache, insomnia and pelvic pain with essure. The reporter commented: no tubal rupture was reported. Essure removed after patient's request. Diagnostic results: consultation on (B)(6)2017 regarding the occurrence of the events. On an unspecified date - integrity of tubes sent to histologic pathology analysis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): pelvic pain: 10381 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: essure device removal questionnaire ¿ patient¿s demographic data; insertion date (2013); new events (mycosis, headaches, fatigue, backache, and insomnia); and essure removal method (bilateral total salpingectomy via laparoscopy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.